Event description:
It was reported that the patient has been having falls. It was further reported that the right atrial (ra) lead exhibited over sensing and loss of capture on all beats on magnet electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been having falls. It was further reported that the right atrial (ra) lead exhibited over sensing and loss of capture on all beats on magnet electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.